Event description:
It was reported that patient's right ventricular (rv) lead exhibited out of range pacing impedance. Cardiac perforation was also noted. The lead was explanted and replaced. The patient was stable.

Event description:
New information received notes that the lead exhibited high, out of range pacing impedance.